Event description:
The patient sought care at an urgent care facility for itching, redness, blisters and burning at the zio monitor device application site. The patient reported that battery fluid leaked from the device and attributed the skin symptoms to the device. The patient was diagnosed with a second-degree burn and prescribed silvadene to treat the affected area.

Manufacturer narrative:
It is estimated that the device was worn for approximately (B)(6) days of the (B)(6) day prescribed wear period. The device was not returned for evaluation, and no photographs or other objective evidence were provided; therefore, the reported allegation of battery fluid leakage could not be confirmed. A review of device design and verification testing indicates the zio monitor contains a sealed, non-rechargeable 3.0-v lithium coin cell battery compliant with iec 60086-4. Testing demonstrated no hazards under short-circuit, leakage, or single-fault conditions. The device enclosure is rated ipx7. There have been no prior reports of battery explosion, rupture, or similar battery-related events for this device model. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.